Event description:
It was reported that the luer lock came loose. Tandem technical support had customer disconnect from site, reconnect and tighten luer lock, and fill tubing again. Customer completed load sequence successfully and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.